Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the surgery a screw was found slipped on the front part and could not be used anymore. The surgeon had to change another products to complete the surgery. The patient's current status is normal. No patient complications were reported.

Manufacturer narrative:
Product analysis: optical examination did not identify material thread flank/crest deformation. Functional evaluation with a sample mas found the implant able to be fully engaged into a sample mas head without issue. The implant appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.